Event description:
It was reported that during rv lead revision, the svc and rv leads were difficult to remove from the device header. Once removed, the set screws were unable to secure the new rv and svc leads. The ICD was explanted and replaced.

Manufacturer narrative:
The reported field event of the lead being unable to secure to the header was confirmed and was caused by silicone, septum material found inside of the rv and svc set screw hex cavities. The silicone prevented full insertion of the torque driver into the hex cavities and caused the reported lead connection issues.